Event description:
Covidien rec'd an oxygen (o2) sensor that was returned from the customer, the customer did not provide any info regarding an alleged malfunction of the returned part. The customer did not report if the part was installed in a ventilator therefore a device serial number was not reported. The customer did not report if the returned part was in use on a patient at the time the malfunction occurred. Covidien failure investigation technician inspected the o2 sensor and found that the threading of the o2 sensor housing was cracked.

Manufacturer narrative:
(B)(4).